Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the luer lock site when connected to a non-baxter IV set. In order to resolve the issue a new set of tubing was primed. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further testing could not be performed due to the condition of the returned sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.